Manufacturer narrative:
The user complained about receiving the no sensor detected alert because of connectivity issues. A return material authorization (RMA) was issued for the return of the sensor for further investigation. Review of the alert history confirmed that the user had frequent no sensor detected alerts throughout the period the sensor was inserted. The investigation on the returned sensor showed that it was ablet to connect with a known good transmitter with an excellent and stable signal, and no malfunction of the sensor was observed. Based on these findings, the user's complaintcould not be confirmed. The issue is likely attributable to suboptimal trasnsmitter placement over the insertion site or the sensor was inserted too deeply or at an angle. The RMA was authorized for return of sensor only since the user opted not to receive a replacement insertion. B4. Date of this report 24 august 2025. G3. Date received by the manufacturer? 24 august 2025. H3. Device evaluated by manufacturer? Yes . H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alerts which led to early sensor removal.